Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced "giddiness," as the implantable pulse generator (ipg) exhibited premature depletion and was pacing at vvi65 after reaching elective replacement indicator (eri). The ipg will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.